Event description:
It was reported that "the pt underwent a trident hemispherical hip replacement surgery in '07." It was further reported that, "the hip replacement device caused many problems for her and she is having it removed in the near future."

Manufacturer narrative:
This information was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. As per the info received, the devices are not available due to the ongoing litigation. Additional follow-up and info may be obtained by the legal affairs dept as it becomes available.